Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for atlas fracture. It was reported that the screws were placed in order from the cranial side to the caudal side in the middle, but after placing the third screw, an event occurred that the screw did not come off from the driver, and the screw came off together. It was tried to remove the screw in the surgical field, but the screw got stuck and could not be removed at all. They gave up and hurriedly rescued with another driver (3605772) and a screw that increased the size, and there wasno problem. The therapy involved in the event was oc2 posterior fixation and levels implanted was oc2. There was no further complications or symptoms were reported. Additional information was received via manufacturer representative that it was unknown if the malfunction or allegation was with the screw or driver. The screw and driver were firmly attached.

Manufacturer narrative:
H3: product analysis: part # 3600250, lot # kh19g928 visual and optical revealed some wear on the hex of the screw driver. Functional check with a sample screw confirmed the driver was able to attach, retain and release the screw without any issue. The instrument functions as intended. No fault found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.